Event description:
The customer contacted baxter's technical service center to report an odor on a homechoice (hc) device after use. The home patient (hp) stated that the hc had a smell coming from the cycler. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of an odor from the device. The device passed both the homechoice return instrument test/evaluation (rite) electrical test and the homechoice rite functional test. The device was determined to meet performance specification requirements per rite testing. Internal and external visual inspections were performed and revealed no problems. A short simulated therapy was performed and completed successfully. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem is undetermined. The device sent for normal servicing.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.